Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: after start up the device, device is showing loss of external power alarm continuously, found 24v dc output is not coming. Also found burnt components on power supply board. No patient involvement.